Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cut/ligate branches. It appeared no power was being delivered to the jaws at all. This happened from the very moment they hooked up the hemopro and began to try cutting. They tried new cords and power supply with no success. Once they tried a new hemopro, it worked perfectly. The case was completed without any delay beyond the troubleshooting and opening a new device. No harm.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: d10. The device was returned to the factory for evaluation on 11/26/2024. An investigation was conducted on 12/16/2024. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. An engineer evaluation was conducted. O the complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal. The electrical continuity of the complaint vh-4000 hemopro2 tool was tested using the complaint lab's multimeter (calibration ID# 14054). The electrical continuity of the complaint vh-4000 hemopro2 tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. The result was no electrical continuity through the complaint device, which is not normal and indicates a break in the electrical circuit in the complaint device. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the break in the device's electrical circuit. After opening the handle, the toggle was removed from the handle to expose the switch inside the handle. The two wires from the bulkhead connector that are normally welded to the normally open (n.o.) Switch terminal were found to be disconnected and not in contact with the n.o. Switch terminal. Examination of the normally open (n.o.) Switch terminal showed an impression on the switch terminal of where the two wires had been but there was no evidence on the switch terminal indicating that the wires had melted and fused (welded) into the metal of the switch terminal. Examination of the two wires from the bulkhead connector demonstrated that the melting occurred between the two wires and not to the switch terminal. Based on the visual evidence, the two wires from the bulkhead connector were disconnected from the normally open (n.o.) Switch terminal due to an incomplete welding process between the two materials. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. The lot # 3000419779 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.